Event description:
It was reported that during a coronary drug eluting stenting treating procedure, catheter removal difficulty and stent damage occurred. The 75% stenosed lesion was located in a calcified distal right coronary artery (rca). The physician attempted to advance the taxus express2 3.0 x 20 mm drug eluting stent to the distal rca, however, the device ended up in another vessel. The physician attempted to withdraw the device but it was trapped in the lesion and was unable to be removed. The physician deep seated the guide catheter and was able to remove the stent delivery system. It was then noted that a proximal stent strut was lifted. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.